Manufacturer narrative:
Memo for the submission added.

Event description:
It was reported that there was an error - drill failure. There was a backup device available but since set up was delaying the start time of surgery, doctor decided to complete the procedure with manual instrumentation. No other complications reported.

Manufacturer narrative:
H3, h6: the device, intended to use in treatment, was not returned for evaluation. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual released at the time of the complaint provides instructions for the user in the " troubleshooting information¿ section: " drill does not spin or the anspach® console displays an error code - see the anspach® electric systems operating manual." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "a review of this complaint case revealed there were no patient injuries reported. Therefore, no further medical assessment is warranted." Should any additional information be provided, this complaint would be re-assessed. The relationship of the reported event and the device could not be established. A factor that could have contributed to the reported issue is if there was a connection issue with the drill, causing the e8 error. However, without the actual device, this cannot be confirmed. The root cause was established to be undetermined after investigation.